Manufacturer narrative:
This report is submitted on march 31, 2020.

Manufacturer narrative:
This report is submitted on february 24, 2020.

Event description:
Per the clinic, it was reported that the patient developed an infection and swelling at the implant site, subsequently undergoing wound revision surgery (date not reported). The issue did not resolve and the electrode array extruded through the skin flap. On (B)(6) 2029, the device was explanted. The patient was not reimplanted, as of the date of this report.